Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the proximal set up joint (suj) outer assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported issue. The unit was installed on the system and the error was triggered. The errors/fault was confirmed via field logs. The unit was put on the patient side console (psc) fixture test platform (pftp) machine and failed at horizontal brake test. A golden axes controller setup (acu) was installed on unit and passed all tests. The acu will be replaced as a fix. The root cause is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 319 occurred on universal surgical manipulator (usm) 3. A field service engineer (fse) provided troubleshooting; however, the issue persisted. The usm was not responsive and appeared to lose power as the light emitting diode (led) indicator was not illuminated. The system was power cycled and presented the user the option to disable the affected usm to allow the user to complete a procedure with the remaining arms. The surgeon made the decision to convert to traditional laparoscopic surgery with no injury reported.